Event description:
The pt's vascular access needle infiltrated during a routine hemodialysis treatment. The operator was unable to rinseback the pt's blood, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased due to a decrease in hemoglobin. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the event to infiltration of the pt's access needle. The report does not contain info to suggest a device malfunction occurred and is not considered device related. The pt's standard epogen dose was increased. Nxstage medical considers this report closed. No additional info will be provided.